Event description:
Information was received that this product was part of a system revision due to infection. It was reported that the patient was septic. There were no additional adverse patient effects reported. The product was explanted.